Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activities outside of normal use were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hospitalization for a blood glucose of 3.5 mmol/l with symptoms of seizure and garbled speech. The reporter indicated being treated with glucagon and food intake. The reporter indicated delivering a bolus for 8 units prior to going low and the patient had reportedly not taken into account the insulin on board (iob) that was included in the pump¿s calculation. The reporter also indicated having recent changes in physical activity levels that may have contributed to the event. The pump was reviewed with the patient and confirmed that the pump basal rates matched the active basal program and the pump boluses were recorded as programmed. This report is made based on the allegation that the patient experienced hypoglycemia related to manually overriding the pump bolus calculation.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.